Event description:
It was reported that the fiber was broken reaching the lower pole stone in the kidney. The method used to complete the procedure and patient outcome were not reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device identified that the fiber was broken within the fiber blue outer sheath. Black discoloration was noted near the break location within the blue jacket. The fiber exhibits signs of melting at fracture location. The distal end exhibited signs of usage and fracture. Based on the investigation results the probable cause of the fractures could not be determined so an evaluation cause code of cause not established was assigned.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. A device history record (DHR) review confirmed that the devices met all material, assembly and performance specifications. Based on a thorough review of the reported complaint, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber was broken reaching the lower pole stone in the kidney. The method used to complete the procedure and patient outcome were not reported.